Event description:
It was reported that during a lobectomy procedure, the device could not be fired after the first stroke of the second firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Cartridge. Evaluation summary. The analysis results showed that one ecr60b cartridge reload was received instead of an ec60. The cartridge reload was received with the pan partially detached, the one piece sled and a driver damaged and in additional the reload was received partially fired. No functional test was performed due to the condition of the reload. While no conclusion could be reached as to how the reload became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.